Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were detected.

Event description:
It was reported that during the initial implant procedure after attempting multiple repositions with the left bundle branch pacing lead the physician elected to complete the procedure with a different lead. The patient was stable following the procedure.

Event description:
Additional information received indicates that there was no issue or malfunction with the lead. The physician elected to use a steerable catheter and asked for a different lead to complete the procedure.